Event description:
After the birth of my 4th child, I was referred to the plastic surgery clinic at (B)(6) medical center via the ob/gyn clinic. The doctor had shared with me that they were offering breast augmentation for free, all I'd have to do was pay them for the implants, which I did. I consulted with dr (B)(6) on (B)(6) 1988 who performed my breast augmentation surgery on (B)(6) 1988. Last fall, I noticed a change in my breasts and began raising those concerns with my primary care physician, who has sent me to a breast center and to a plastic surgeon as well. My implants have ruptured, mainly because of their age and the type of materials that my implants were made of years ago compared to those of today. Everything now makes sense with my failing health, my nervous breakdown, where I once ran 3 miles in the morning and 3 in the evening, I can't even walk a block without gasping for air, chronic coughing and fatigue, I can't write two sentences without my hands cramping up painfully, and I had none of these issues before. I found out about the class action lawsuit regarding breast implants in (B)(6), right before the expiration date last year. Prior to that, I heard nothing of it...I had no knowledge of it at all. I have no means of having my implants removed because I'm on disability. I requested my medical records from (B)(6) and they contain all aspects of my breast augmentation surgery. The fact that I received 205cc low profile implants, how my eyes were taped shut and that I had a sheet draped from my waist down. There was a list of the assisting doctors and nurses, the name of the anesthesia used, the amount used, how long I was subdued, my recovery time, a log of the doctors that monitored me, but never is there listed in there the name of the implant that the doctor used inside of me. My plastic surgeon looked over the record as well and concurred. How could something like this happen? So the only way that I can find out is to have my implants removed. I've tried calling (B)(6) to find out if during this particular time, if they only used one type of implant maybe. I can't get any assistance from them at all. Was this some type of study? Were we used for some type of school/course maybe? Is this why the implants only cost (B)(6)? What is really going on? My doctor neglected to provide this very important information in my medical records. I'm told at the (B)(6) plastic surgery clinic that the practice that's used is that the patient is shown a selection of breast implants...she then chooses which implant she wishes to have. This was not my case. The doctor told me that if I paid (B)(6), the surgery was free and that the implants would last a lifetime...I would have no problems from them at all. He in turn, provided no information on the type of implant that he inserted in my body. I was not given an opportunity to choose...he gave me what he wanted to give me. I was young and thought that it was what the clinic's procedure was. What was done to me is criminal and unfair! They should be made to remove what they inserted inside of me.